Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full power on reset occurred. Concomitant medical products: 459888 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device indicated that a power on reset (por) occurred. The device remains in use. This event was not reported by a health care provider; therefore no patient complications were reported.